Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure there was a tight narrow spot in the distal iliac artery at the last stent segment. The area of the stent graft was ballooned, which opened it more, but it remained partially compressed when the procedure was completed. Follow-up imaging 1 month post-implant revealed that the distal segment of the contralateral limb had thrombosed, requiring a femoral-to-femoral bypass. No additional clinical sequelae were reported, and the patient is fine. A review of several returned angiography still image (study date unknown) showed that the distal most stent in the left iliac is com pressed down to approximately 1/2 the diameter of the adjacent stent. Angiography shows contrast in both limbs. Since this is a still image, it is not possible to assess the relative amount of flow within the compressed portion of the limb compared to the other limb.

Manufacturer narrative:
(B)(4).